Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event identified post-op for a patient that underwent an unknown spinal procedure for the diagnosis of lumbar spinal canal stenosis. It was reported that the position of the cage moved after the procedure and before the discharge of the patient. Patient had a lower back ache which has improved. No additional hospitalization was required, and no additional surgery was performed. Product will not be returned since it remains in patient, and there was no replacement. No other patient injury / complication was reported.